Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, on (B)(6) 2024. (B)(4)

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface right (sasi) was being used when there was a stabilize knee error multiple times. It was found that the sasi to saw connection was wobbly. The case was able to be finished. It was reported that the device was being used with the robotic assisted base station device. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Visual analysis found no damage or visual defects with the device. However, the saw clamp component was found slightly stiff and difficult to articulate freely and a galling was noted on one of the lever pins. Lubricant was applied at the interfaces of the moving parts, however the sasi presents signs of resistance while rotating the lever. While conducting functional tests with the production equivalent saws attached, the assessment revealed a toggle between the saw-sasi clamp mechanism and the main body of the sasi in the direction parallel to the saw blade. Despite the toggle, there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. Based on the investigation findings, the root cause of the reported loosening is traced to design and is being addressed through a CAPA.